Event description:
It was reported that when using the ar-8380bc, there was not much bonework done, barely any. However, a metal piece from the ar-8380bc was seen in the patient and was not retrieved. It was described by the reporter as a sliver of metal, not tiny shavings. All settings were correct. Procedure was a right ankle arhroscopy and debridement lateral ligament repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed metal gouging on the outer shaft and inside the cutting window of the outer shaft. This type of event is typically caused when end user applied excessive leveraging/bending force on the device during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.